Manufacturer narrative:
One tapered screw-vent implant with mtx surface (B)(4), associated mount and screw were returned for investigation. Visual inspection of the as returned products identified minor signs of wear and bone residue around the external threads due to usage. Functional testing was performed to disengage the mount from the implant unsuccessfully. Although the screw was able to be removed using an applicable tool, the mount could not be released and was determined to be stuck into the implant. No further testing could be performed as the products would not disengage. Pre-existing condition noted was high bone density type - I. The implant was being placed on tooth # 20 when the incident occurred. Pictures or x-ray images were not provided. DHR review for the lot (1219165) had revealed no deviations nor non-conformance which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (1219165) for similar event and no other complaint was identified. October post market trending was reviewed and there were no negative trends or corrective actions for the reported event or devices. Therefore, based on observations through functional testing, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional PMA/510(k) number: k011028, k013227.

Event description:
It was reported that was fixture mount was unable to disengaged from the implant (tsvwb10). Implant was not placed.